Event description:
Per the clinic, the patient experienced bleeding and irritation at the implant site and was subsequently treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on november 01, 2022.